Event description:
It was reported that an fsl3+ sensor did not display glucose readings on the ilet because it had been paired and scanned with the libre app instead of the ilet app, which prevents pairing to multiple devices. Symptoms included no glucose data available on the ilet. Outcomes included replacement of the sensor by the user and instruction to use the ilet app exclusively. Investigation included customer interview and device use review. Investigation of this case revealed incompatible pairing due to prior association of the sensor with another application. It was concluded that the event resulted from user pairing to the incorrect application and that the device functioned as designed.